Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking" was confirmed. Examination of the device revealed the leak was caused by cracks on the luer. No other cause of leak was found on the device. This is a single use device and will not be repaired. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv100 device was observed leaking at an unknown location of the device before use. According to the report, the device was filled with 250ml of pamidronate (concentration 90 mg in 250 ml of 0.9% sodium chloride). There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.